Event description:
It was reported that a small volume folfusor leaked. The issue was described as, "upon inspection appear to have white powder leaking out of the pump". The device contained fluorouracil 5000mg in 115ml of sodium chloride 0.9%. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between april 21-23, 2025. H11: the actual device was not available; however, photographs were received for evaluation. The photographs were reviewed, and it was noted that there was white drug residue located near the fill port cap, blue winged luer cap, and on the outer surfaces of the device¿s bottle which suggested a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.